Manufacturer narrative:
The display was blank due to shorted and burnt electronic and motor assemblies.

Event description:
It was reported that the insulin pump alarmed motor error. Troubleshooting was performed, and the displacement test passed. Nothing further was reported.